Manufacturer narrative:
Sensor 3mh01d1zujh has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). The watermark was observed at the base of the tail indicating the sensor being properly inserted. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The issue was forwarded to extended due to product was staging. Visually inspection of the returned sensor and the sensor plug, and no issues were observed. Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor. A functionality test will be performed on the sensor to verify if sensor is functioning as intended. DHR showed the sensor passed all tests during manufacturing and at release. Watermark was observed at the base of the tail, and no insertion failure were observed. Therefore the issue is not confirmed. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a "replace sensor" error message with the abbott diabetes care (adc) device. The customer is unable to obtain glucose readings. As a result, the customer experienced "light-headed, feeling sleepy, sweating, shivering" and was unable to self-treat, requiring third-party administration of glucogel and orange juice for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A caregiver reported a "replace sensor" error message with the abbott diabetes care (adc) device. The customer is unable to obtain glucose readings. As a result, the customer experienced "light-headed, feeling sleepy, sweating, shivering" and was unable to self-treat, requiring third-party administration of glucogel and orange juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.